Manufacturer narrative:
Patient information- unk. Implant date, explant date-unk. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter states that a 12.6 mm vticm5_12.6 implantable collamer lens -8.0/+2.0/088 (sphere/cylinder/axis) was implanted into the patient's eye. Reportedly, the lens flipped and was removed. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5: the reporter stated that the surgeon implanted, removed and replaced intraoperatively a 12.6mm vicm5_12.6 -8.00/+2.0/088 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022 due to lens being implanted upside down. This resolved the problem. The status of eye is reported as " blurry vision at night, patient see haloes and glare at night." Cause of the event is reported as "device". H6: device code: 1494: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter stated that the surgeon implanted and flipped a 12.6mm vicm5_12.6 -8.00/+2.0/088 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022 due to the lens being implanted upside down. On the same day but different surgery, the lens was exchanged and the problem was resolved. The status of eye is reported as " blurry vision at night, patient see haloes and glare at night." Cause of the event is reported as "device". Claim# (B)(4).